Manufacturer narrative:
Reported issue: on june 22, 2018, it was reported that the during the preventative maintenance by zimmer biomet surgical it was noted that the display was damaged, the front housing was cracked, the control panel was damaged, the battery was 2 years old and the main cuff was leaking. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4) for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 30, 2013 where it was reported that the device required preventative maintenance and the battery was replaced and the pump was plugged in to resolve the reservoir leak error. This is not a related issue. Device evaluations results/investigation findings: product review of the a.t.s. 3000 tourniquet on (B)(6) 2018 revealed that the display was damaged and the front housing was cracked. The control panel was damaged and the battery was 2 years old. The main cuff was also leaking. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the display, front housing, power switch, alarm silence switch, label, control panel and clippard valve. A.t.s. 3000 tourniquet, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the display was damaged and the front housing was cracked. The control panel was damaged and the battery was 2 years old. The main cuff was also leaking. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that an a.t.s. 3000 tourniquet with hoses and lop sensor required repair. The device display was damaged, front housing was cracked, control panel was damaged, battery was 2 years old, and main cuff was leaking. No adverse events were reported as a result of this malfunction.